Event description:
This report summarizes 2 malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. 2 previously reported events are included in this follow-up record. Product return status: 1 device was received. 1 device was not available for evaluation.

Event description:
This report summarizes 2 malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. - 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 1 event was previously reported during the reporting quarter; however, - 1 previously reported event was included under MFR report # 0001811755-2021-00348 but should be included under this report. - 2 previously reported events are included in this follow-up record. Product return status: 1 device was not available for evaluation. 1 device investigation type has not yet been determined. H3 other text : device not returned.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device investigation type has not yet been determined. 1 device was not labeled for single-use. 1 device was not reprocessed or reused.

Event description:
This report summarizes 1 malfunction event in which the device experienced a fail-safe problem that could result in unintended activation. 1 event had no patient involvement; no patient impact.